Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with residue/debris on lens. Visual inspection found no visible damage to the lens and thick residue through the lens haptic. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6: " investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot" is not applicable in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+2.5/088 (sphere/ cylinder/ axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 and (B)(6) 2020 the lens was repositioned. On (B)(6) 2021 the lens was exchanged with a same size different model lens due to lens rotation and the problem was resolved.